Event description:
It was reported that during procedure, the equipment experienced intermittent pedal recognition. It was observed that the equipment's internal connector was loose. No issues were found with the pedal connector or the external cabling. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown.